Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5. The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device activity logs. However, the device was put through extensive testing including bench handling, defibrillation cycling, and environmental chamber testing without duplicating the report. An internal inspection found no discrepancies. The pace/defib engine board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to defibrillate a female patient (age unknown), the device failed to discharge and displayed "defib disabled", "defib fault 77", and "defib fault 72" messages. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Event description:
Complainant alleged that while attempting to defibrillate a female patient (age unknown), the device failed to discharge and displayed "defib disabled", "defib fault 77", and "defib fault 78" messages. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.